Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 682 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer was told by clinical diabetes specialist that they need a replacement, and customer did not perform a system check with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.